Event description:
Procedure: hernia. According to the reporter: in the article entitled "randomized clinical trial of self-gripping mesh versus sutured mesh for lichtenstein hernia repair" in the british journal of surgery, published online 11/30/2012, volume 100, pages 474-481, 338 pts were randomized to either self-gripping mesh or sutured mesh. One pt had the mesh removed on postoperative day 8 because of acute pain. During this reoperation, the mesh was noted to be flat and that the nerves could be identified.

Manufacturer narrative:
(B)(4).